Manufacturer narrative:
(B)(4). Batch # p5588a. The analysis results found that the ats45 device was received with no apparent damaged and with a 6r45b cartridge loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device performed without any difficulties noted during the functional testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What is the current patient status? What color cartridge was being used? Were any clips used prior to firing? Was there any tissue movement toward distal tip of device noticed during firing? On which firing did this event occur (1st, 2nd, 4th, etc.)? What tissue was the device fired on (appendix, meso-appendix)? How was the bleeding controlled? How was the procedure completed?

Event description:
It was reported that during a laparoscopic appendectomy procedure, per the or business manager in email: the surgeon used an ats45 for an emergency procedure early this am. I have not had the chance to speak with him as he was already out of the department by the time I arrived this am, but per the st, the stapler misfired. This misfiring altered the procedure from a lap case to open procedure. From what the st said, the blade went about a third of the way down the cartridge and then locked up. Upon the release of the locked firing, the end effector came off the tissue and significant bleeding took place.

Manufacturer narrative:
(B)(4). Additional information requested and received: what is the current patient status? "Doing fine" what color cartridge was being used? Blue. Was there any tissue movement toward distal tip of device noticed during firing? On which firing did this event occur (1st, 2nd, 4th, etc.)? The surgeon considered the appendix to be "pretty normal" anatomy and did not notice anything abnormal about the firing until he opened the jaws of the stapler. 1st firing. What tissue was the device fired on (appendix, meso-appendix)? "Base of the appendix" how was the procedure completed? Went open and completed the case with another stapler. When asked to describe what happened, the surgeon said the anatomy and case looked "pretty straightforward". The stapler sounded and felt "normal" and it is the stapler he typically uses for lap appys. However, when the stapler was opened, the stapler line was not formed with open staples present, but the stapler did cut. He opened the patient and completed the case with another device.